Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was not disconnected in the evening. Per reporter the patient was hospitalized for adaptation of treatment and during the hospitalization the nurses "forgot one evening to disconnect the pump." It was reported that the patient "being better the next day, the doctors decided to change the dosage." It was reported dosage was adjusted to twenty-four (24) hours a day with a flow rate of 4.7ml per hour during the day and 2.4ml per hour at night. Previous day rate reported as 4.5ml per hour. The bolus was increased from 3 ml to 4ml. Per reporter the patient was "under duodopa since (B)(6) 2020. It was reported that the disease is progressing though slowed. No adverse patient effects were reported.